Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 374643, UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the midline incision site. It was also noted that the patient was only feeling stimulation in the abdomen and was not getting adequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and one of the leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.